Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation of no image displaying was most likely caused by one of the following: due to the stress on the curved part, an abnormality such as buckling or disconnection occurred in the image pickup cable built in the curved part. The image pickup unit or the internal board of the video connector failed due to stress on the tip or connector. The image pickup unit and the internal board of the video connector failed due to the moisture that entered the inside of the device from the leak point. The event can be detected/prevented by following the instructions for use which state: "the workflow of preparation and inspection: before each case, prepare and inspect this endoscope as instructed below. Do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer, in the beginning of a therapeutic cholecystectomy, the endoeye flex deflectable videoscope presented no image. The intended procedure was completed with another endoeye flex deflectable videoscope with no surgical delay. No other device was involved in the event. The device was not inspected prior to use. No patient harm reported.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The scope had no image. The scope failed the leak test due to cracks found at the scope connector and video connector. The bending section cover had scratches and a pinhole. The distal end frame had a heavy dent with cracks at the light guide lens and chipped cement at the objective lens. The findings could damage the charge-coupled device elements that could cause no image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.